Manufacturer narrative:
The instrument was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the instrument analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that the site was unable to verify a straight suction from a demo tray. The distance to divot was above 2, but if the instrument was manipulated for a long time, then it would finally verify. The site owned tray was brought into the room and then their straight suction verified immediately. There was no delay to the procedure and no impact on patient outcome.